Event description:
It was observed during the device evaluation that the lid of the forceps stopper on the biopsy valve was damaged. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. However, based on the results of the investigation, the malfunction was likely caused by the following: it was confirmed that the forceps stopper was torn from the inner surface to the outer surface when the lid was closed. While the exact cause remains unknown, it is believed that the crack occurred when the syringe was withdrawn from the forceps stopper, as it was reported that liquid was pumped using the syringe while the stopper was covered. It is further assumed that excessive external stress was applied by forcibly inserting the syringe into the slit of the forceps stopper, potentially resulting in the tearing of the stopper. The event can be detected/prevented by adhering to the instructions for use outlined in the gif-h290z* instruction manual. Specifically, refer to: chapter 3: preparation and inspection: section 3.4: inspection of accessories section 3.5: attachment of accessories to endoscope section 3.8: inspection of combination function with related equipment. Chapter 4: usage: section 4.3: use of procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.